Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for therapy indications ¿gastrointestinal/ pelvic floor¿ <(>&<)> ¿urinary dysfunction/ sacral nerve stimulation¿ reported they were not using the implant and they were disappointed. The patient had tried to use the therapy for about a week, and they indicated they thought they had been emptying their bladder. However, after a week the patient stated their health care provider (hcp) had told them that they were not emptying their bladder and that it was ¿not working,¿ and placed a suprapubic catheter. The patient was not sure what circumstances led to the allegation that the device was not working, as they thought that it was ¿doing okay,¿ and felt they did not get a fair chance at [the stimulation therapy]. The patient stated regarding the suprapubic catheter that it was taken out after 20 minutes, and then the hcp put in another. In about a week they stated it was taken out again, and it had been in and out two to three times since then. At the time of the report they had a regular foley catheter placed suprapubically, which they had replaced every month. They stated that this was ¿doing okay.¿ the patient did not know if the stimulation was on or off at the time of the report. They added that they were never instructed/told how to use their device, only receiving minimal hands on teaching from the sales representative; they were just shown ¿how to push the buttons.¿ in follow-up the patient stated that shortly after the device was implanted they were sent home with few instructions and the patient booklet and told to follow the instructions contained within. The patient stated no steps were taken to troubleshoot the device, and the stimulation system working had not been resolved. The patient reported considering having the device removed so they could have MRI potential, but they stated they could not afford another surgery, and still had the device in place as of (B)(6) 2015. No diagnostic results, potential causes, or outcome were reported regarding this event. Further follow-up was conducted to obtain this information, but this information was not provided. If additional information is received, a follow-up report will be sent.